Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the instrument front panel lights were lit up and the console was frozen, making the device unusable. No delay or patient harm occurred as a result of the malfunction. No other additional information was provided.

Manufacturer narrative:
The follow up report is submitted to relay additional information received. The complaint is confirmed based on the returned complaint sample. Review of the device history record identified no deviations or anomalies would contribute to reported event. The root cause of this event can be attributed to age and usage related since the device was on the field for twelve 12 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the instrument front panel lights were lit up and the console was frozen, making the device unusable. No delay or patient harm occurred as a result of the malfunction. No other additional information was provided.